Event description:
MFR rep reports pt's pump was explanted and replaced in 2007, after 4 months implant duration. MFR rep reports hcp tried to interrogate the pt's pump with a total of three different programmers (8840) in four physical room locations on 02/02/2007and 02/05/2007. Sources of electromagnetic interferrance were checked without change. MFR rep reports at the last refill, the pump's alarms sounded appropriately based on previous refill data. Pump problems persisted inspite of troubleshooting (specific troubleshooting was not reported). Pt remained at baseline without the need for intervention other than the pump replacement. The pt is reported to be asymptomatic. The pt's pump contained compounded baclofen (500 mcg/ml) at an unk daily dose. Additional info has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
At this time, the product has not been returned to the MFR. A follow up will be sent if the product is returned and the analysis is completed.